Manufacturer narrative:
Date sent to the FDA: 04/28/2021. Additional information: d3, g1 date sent to the FDA: 04/28/2021. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported by an attorney that the patient underwent a mesh removal on (B)(6) 2015 due to adhesion and mesh erosion. It was reported by an attorney that the patient underwent a revisionary procedure with new implant on (B)(6) 2016 due to small bowel obstruction, pain and hernia recurrence. No additional information was provided.